Event description:
It was reported that during an in-clinic device interrogation, over-sensing of noise was noted on the right ventricular (rv) lead. No intervention was made at this time, and no patient symptoms were reported.